Event description:
On (B)(6) 2010, synthes received a power point presentation called nflex case examples. This presentation shows x-ray images from different cases with no additional information provided. On (B)(6) 2013 this power point presentation of 65 slides was sent to the synthes post market risk manager for review. The following is a summary of his findings. For the case known as flat back, as observed on the 5 month follow up image on slide 22, the implant has migrated and one part has loosened. This is a reportable malfunction. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Pre and post op x-rays taken - exact dates are unknown. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.